Event description:
Neurosurgeon performed craniotomy where a bone cement was used. A significant spinal fluid leak occurred which resulted in a second surgery. The cement was found to be in a crumbled state allowing the spinal fluid leak. The cement was found to be cracked in five places. Dates of use: 2009. Diagnosis: recurrent brain tumor.